Manufacturer narrative:
The following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument blade was not totally broken. The blade was barely attached and hanging on the instrument, so there was no fragment fall. The surgeon did not notice any issues with the functionality of the instrument. Also, the instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure (prior to the breakage). No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the harmonic ace associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have blade broken at the base. A piece approximately 0.075" x 0.535" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the blade of the harmonic ace instrument was broken while gripping the tissue. The fragments fell inside the patient and were retrieved during the same procedure. The procedure was completed with a backup instrument.